Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed circulation pump. The device was evaluated upon receipt. When the circulation pump command was 100%, the inlet pressure was 0 psi, and flow rate was 0l/min. Circulation pump needed to be replaced. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Initial reporter phone number: (B)(6) all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate issue. Per review of wo on 09feb2026, there was no patient involvement.